Manufacturer narrative:
The implanting clinician removed the bandage for further evaluation. The implanting clinician noticed part of the lead was protruding out of the skin. The implanting clinician applied a new dressing, prescribed antibiotics (name, dosage, and frequency unknown), and decided to schedule an explant procedure for (B)(6) 2021. On (B)(6) 2021, the implanting clinician successfully removed the stimulators, and no further complications have been reported. The clinical representative asked the implanting clinician if the cause of the erosion could be determined. The implanting clinician stated that the patient-reported rolling in his sleep and one of the sutures popped, which may have caused the erosion. The implanting clinician also noted that an infection was not present. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the device erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the device erosion is unknown/no problem found. Risk document design fmea for (B)(4) and hra for (B)(4) was reviewed and erosion is a known issue with mitigation controls in place to reduce risk as far as possible therefore, no CAPA is required.

Event description:
On (B)(6) 2021, the patient went into the implanting clinician's office for excessive drainage coming out of the bandage.